Event description:
During investigation of the monitor for an unrelated issue a reportable malfunction was found. The monitor was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue a reportable malfunction was found. The monitor was unable to complete essential performance testing. The cause for failure was isolated to the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.